Event description:
It was reported that during use of the ht bmw universal ii 190cm guide wire, the torque was not responding as usual. The guide wire was removed from the patient and the distal part of the guide wire coating was noted to be shredding and pulling. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material too soft / flexible could not be tested as it was based on operational context. The reported stretched polymer and peeled/delaminated could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire was not handling as expected. Analysis of the returned device noted a bend on the shaping ribbon. Bends on the tip could impact the wires maneuverability, contributing to the reported handling issue (material too soft / flexible). Additionally, it was reported that the guide wire¿s polymer stretched and peeled/delaminated. Analysis was unable to confirm the stretching or peeling. The wires polymer did not display any damage or anomalies. There is no indication of a product quality issue with respect to manufacture, design, or labeling.